Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient services listened to the call again and when asked, patient said that current implant was placed in the same ins pocket as previous implant. Patient also mentioned that doesn't have much body fat and wondered if the burning sensation could be related to muscle. Additional information was received on (B)(6) 2023, patient called back and said they had the stimulator removed on (B)(6) 2023 and was calling back to have their handset wiped. Patient hadn't charged the handset so they were going to charge it and call back to have it wiped. Patient called back on (B)(6) 2023 to have handset wiped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since they received implant, they had experienced a burning sensation right at ins site. The patient said they felt the burning sensation whether stimulation was on or off and then later in the call said that it primarily burned when they sit in a particular recliner in a particular position and when sitting in the car. When asked, patient said they hadn't mentioned it to implanting physician. The patient was redirected to their healthcare provider to further address the issue. They also stated that since they received the implant, they hadn't noticed any improvement. Patient said during the day still goes, but could make it to the bathroom. However, during the night, they got up every 1.5-2 hours, less if they didn't drink as much. Patient said that they turned therapy off for at least a year now and were scheduled to have the device removed on (B)(6). Patient said that prior to turning therapy off, patient had adjusted the setting. However, if they increased the setting too high, the stimulation sensation was uncomfortable and hurt in their vaginal area. Patient confirmed that did decrease the setting if it felt too strong. Patient said that they had decided to turn therapy on again to determine if it will help with symptom control before they have it removed. Patient said that they turned stimulation on yesterday ((B)(6) 2023). Patient said that they did speak with implanting physician regarding having system removed and said was suggested that they just leave in their body so patient checked with their physician that implanted the first system and this physician agreed to remove for the patient. Patient services reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.